Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings associated with low, non-zero forces. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated warnings. The force sensor calibration measured within specifications. A cartridge cap was not returned with the pump; a test cap was used to complete investigation.

Manufacturer narrative:
(B)(4). The serial number for this complaint has been updated to (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting frequent loss of prime alarms over the past 2 months, with the frequency increasing more recently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 3 date of submission 12/02/2014-correction to device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following additional findings that were erroneously omitted from the first report of device evaluation results: unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.